Manufacturer narrative:
E1:patient city-(B)(6) patient country- hungary. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hungary it was reported that the patient faced infusion sets cannula crimped event on 4-nov-2024. The insertion site was buttock. The infusion set was in use for one day.. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available